Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, an unidentified health care provided contacted animas stating the patient thinks that the pump does not delivery bolus correctly. The health care provider called in a hurry to ask about bolus delivery. One of their patients thinks that the pump doesn't calculate bolus correctly. The health care provider did not want to provide details of the patient and said that the patient will call animas back. Since the health care provider did not have the pump nor the time to do troubleshooting and didn't provide contact information for the patient, no follow-up can be made regarding the issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.